Event description:
A "14 shiden hp 2.5-200mm" balloon catheter was used following the use of a vibration-type peripheral crossing catheter to treat an ata occlusive lesion. The device was successfully delivered to the lesion site without significant resistance. The balloon was inflated to 24 atm, which was below the rated burst pressure (rbp) of 30 atm. However, during deflation, pressure could not be sufficiently withdrawn, and the balloon failed to deflate. Multiple deflation attempts were made but were unsuccessful. Ultimately, two punctures were made externally to the body to release the pressure, which allowed for successful retrieval of the device. A new device of the same model and size was subsequently used and functioned without any issue.

Manufacturer narrative:
The concerned device "14 shiden hp" is a rapid-exchange (rx) type pta balloon dilatation catheter compatible with 0.014" guidewire (gw). "14 shiden hp" has no approval in the us, however, we will report this case as an incident occurred on a similar device for "crosperio rx" (a rx-type pta balloon dilatation catheter, compatible with 0.014" gw) that is distributed in the us under 510(k) # k152877. 1. Results of investigation 1)it was confirmed that, during retrieval of the device, the operator intentionally created two puncture holes in the balloon section about 46 mm from the distal tip and one puncture hole in the balloon section about 185 mm from the distal tip, for decompression purposes. 2)the device history records (DHR-batch record) of the concerned device were reviewed and no nonconformity or abnormality in the manufacturing processes was found. 2. Probable cause and comments: due to the defective deflation of the balloon, it was determined that the event constituted a health hazard because the balloon was removed from the body after being ruptured by puncturing it in the blood vessel from outside the body with a puncture needle. Since no abnormality was found in the manufacturing records, it was inferred that the technique caused the event due to insufficient deflation of the balloon, and it was determined that there were no problems in manufacturing or design.